Event description:
As reported, approximately 8 years and 10 months post initial total hip arthroplasty (tha), the patient presented for a check-up due to unspecified symptoms. X-ray and CT scan showed a significant decentering of the prosthesis head and unusually large osteolyses in the acetabulum as a sign of inlay wear. This was verified when the inlay was changed to a vit e-hardened specially approved inlay (novation xle extended coverage liner, group 1, 32 mm). As part of the replacement operation, in addition to the inlay exchange, the firm integrity of the cup was determined, as well as the curettage and filling of the cysts in the cup bed using hydroxyapatite + calcium (cerament bone void filler) and the prosthesis head was changed. No further information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: d8. The following sections were corrected: b2, d1, h6. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.